Manufacturer narrative:
Device passed the displacement test, rewind test, prime alarm or no delivery alarm noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that they received insulin flow blocked alarm. The customer's blood glucose was 150 mg/dl. The troubleshooting was performed for insulin flow blocked alarm. Customer stated that they have tried all remedies. The customer was advised that the insulin pump will need to be replaced and revert to backup plan. The product will be returned for analysis.